Manufacturer narrative:
Date of event is unknown. The best estimate time would be some time in 2019. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. Telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) rotated (dislocated) due to a compromised capsular bag that occurred back in 2019. The lens was explanted from the patient's eye. No further information provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: return to manufacturer: 3/16/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was returned cut (but not separated), which is consistent with a lens that was handled during explant. A detached haptic was observed, which can be attributed to handling and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.